Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f size delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for pfo closure using a 9f amplatzer trevisio intravascular delivery system. During deployment, the left disc of the device appeared to be shaped like a donut. The device was reloaded and re-deployed in the left atrium but the device took the same donut shape. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a new 30mm amplatzer pfo occluder and the same 9f amplatzer trevisio intravascular delivery system. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The replacement device was implanted in the patient successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.